Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Analysis summary - (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary - (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Event description:
It was noted the patient died 5 months following device system implant. The cause of death is being requested.